Event description:
C-cc-pc - pacing dificulties; it was reported that the catheter was unable to pace from the beginning. Another catheter was used and problem was solved. There were no patient complications reported.

Manufacturer narrative:
Customer report was confirmed. The distal electrode was found to have an intermittent open condition. Continuity testing confirmed the intermittent condition to be located at the distal electrode when flexing the tip area of the catheter. The catheter has been used.